Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld was slow to respond. A hard reset was performed which resolved the problem. It was later reported that the event was happening more frequently with the screen becoming non-responsive on start-up and in between patients. It was reported that this has occurred twice when the handheld was powered on. A hard reset was able to resolve the issue, but the site wanted a new programming computer. A new programming computer was provided to the nurse practitioner. It was reported that the new programming computer has not had any problems. The handheld is expected to be returned for analysis, but has not been received to date.